Manufacturer narrative:
Block h6: imdrf device code activation, positioning or separation problem (a15) captures the reportable event of clip failure to release from catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used during an endoscopic procedure performed on (B)(6) 2025. During the procedure, the clip failed to release from the catheter. The procedure was completed with unknown device. The patient's condition at the conclusion of the procedure was reported to be unknown.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used during an endoscopic procedure performed on (B)(6) 2025. During the procedure, the clip failed to release from the catheter. The procedure was completed with unknown device. The patient's condition at the conclusion of the procedure was reported to be unknown.

Manufacturer narrative:
Block h6: imdrf device code activation, positioning or separation problem (a15) captures the reportable event of clip failure to release from catheter. Correction: block e1: has been updated with initial reporter facility name, block g2 (report source).